Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented with oversensing on the ventricular channel of device. Myopotential oversensing and competitor lead fracture was suspected. Programming changes, x-ray and isometrics/pocket manipulation were discussed. No information available on patient condtion.